Event description:
No additional information was provided.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one sealed package with the top web graphics visible containing no visible variable data of batch number and expiration date. Based on the packaging graphics the syringe was manufactured prior to aug 23, 2016. This batch was manufactured prior to the unique device identification (UDI) requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. Based upon current expiration date requirements and the manufactured date applicable based upon the graphics provided on the package; it not recommended to use this syringe. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 329622; batch #: unknown. It was reported that the bd syringe 1ml s/t u100 25g 1in label content was missing. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. 1. I have a bd 1 ml insulin syringe u-100 slip tip with bd precisionguide needle for which I¿m wanting to know the expiration date since it states 2011 bd made in USA. Here are the details: ref 329622; (B)(4). Photo attached. Please let me know the expiration as the 2011 copyright part is making me wonder if it¿s expired even though I just picked up the medication and this syringe from a local walgreens recently.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.